Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive, and a replacement was arranged after attempts to restart and charge did not resolve the issue; the problem aligned with an unresponsive key or button and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive input function involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.